Event description:
As reported, the pt underwent multiple trauma which included an aortic dissection. The aorta measured 24mm at the subclavin artery. A gore thoracic endoprosthesis was implanted. Because of a very steep angle of the aortic arch, a good proximal seal could not be obtained. At the follow-up visit, a cresent shaped infold was revealed and the device was explanted.